Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came in for a routine box change. The leads were under fluroscopy, it was noted that there were exposed inner conductors. The attending physician noted right atrial lead noise but decided to continue with procedure and leave the leads in and use with new device. No patient symptoms were reported.